Manufacturer narrative:
Concomitant medical products: dtma1qq, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for high left ventricular (lv) lead impedance in the lv1 to lv2 vector. The lead impedance returned to within normal range. The lv lead remains in use. No patient complications have been reported as a result of this event.